Event description:
On (B)(6) 2016, a 21mm epic valve was implanted. On (B)(6) 2018, the valve was explanted due to calcification. A 19mm epic supra valve was implanted as the replacement. The patient is reported to be recovering.

Manufacturer narrative:
The reported calcification was not confirmed. Morphological and histopathological examination found all three cusps were folded horizontally. These folds were tethered by outflow thrombus, which nearly entirely covered all three cusps and markedly limited cusp mobility. There was fibrous pannus ingrowth on the inflow surface of all three cusp bases, which narrowed the inflow diameter. No inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown without further information, such as patient comorbidities. However, a smaller, 19mm, valve was implanted subsequently. The patient anatomy and the selected valve size (21 mm), in combination with the host to device reaction (pannus and thrombus) may have contributed to the reported event.